Manufacturer narrative:
Updated fields: a2, a3a, a4, a5, a6, h2, h6, and h11 additional information: intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer stated that the issue was identified during the procedure after ports had already been placed. The surgery was converted to open surgery due to the erbe generator issue. The patient tolerated the conversion to open surgery without injury. Troubleshooting was performed with an isi technical support engineer (tse), but the issue could not be resolved. No harm to the patient occurred, and no post-operative complications were reported. The surgeon noted that the robot could not be redocked due to the erbe generator issue. The patient has since recovered.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci¿assisted right hemicolectomy procedure, the customer reported recurring erbe generator errors with the message ¿check neutral electrode.¿ it was also noted that the bovie pad was not turning green, and replacing it with another pad did not resolve the issue. Prior to contacting an intuitive surgical inc (isi) technical support engineer (tse) for assistance, the surgeon elected to proceed without redocking due to the erbe generator malfunction and instead, utilized a backup electrical surgical unit (esu). The tse confirmed the errors based on a review of the live logs and inquired whether the pedals might have been inadvertently depressed; the caller denied this. The caller further reported that the erbe generator was beeping continuously and displaying the ¿check neutral electrode¿ message even when no pedal was pressed and no pad was installed. The tse advised disconnecting the pedal connections to determine if the issue would clear, but the caller was unable to perform troubleshooting at the time of the call. The procedure was converted to an open surgery. Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.